Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) of 565 mg/dl with hunger and thirst after communication between the meter remote and pump was lost and the intended bolus was subsequently not delivered. The reporter stated she was able to correct the patient's bg with a correction bolus. The reporter stated that she programmed a bolus for the patient's breakfast via the meter remote while the patient was still eating and then walked away from the patient while holding the meter remote. She reportedly did not realize that the bolus did not deliver until she checked the pump history later and found the breakfast bolus was not in the pump history. The reporter was questioning why the bolus was showing in the meter history but not in the pump history. Customer technical support explained to the reporter that communication between the meter remote and the pump will be lost at a distance of greater than 10 feet, and that the bolus was showing in the meter history but not the pump because it was programmed through the meter but then did not deliver. Cts explained since the bolus did not deliver due to communication loss, the bolus was not in the pump history. There was no defect found with either the meter remote or the pump. Troubleshooting indicated the reported bg excursion was caused by use error since the distance between the two devices while in use was not per instruction for use. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy with use error as the cause of the reported incident.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.